Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2020 with blood glucose of below 400 mg/dl. The customer¿s current blood glucose level was 530 mg/dl at the time of incident. The customer also mentioned other blood glucose levels such as over 500 mg/dl. The customer experienced symptoms of blood glucose level such as vomiting, nausea, abdominal pain. Customer was treated with fluids, zofran, insulin pump. Insulin pump passed self test. Customer reported that auto mode was automatically delivering insulin at the time of low blood glucose event. Insulin pump was wet. The insulin pump will not be returned for analysis.